Event description:
It was reported that the programmer had no telemetry, and it was requested that the wand, analyzer and pen be replaced, and that the programmer be upgraded. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the programmer had no telemetry. Both of the latches on the power cord door are broken. Media bay door latch is missing. (B)(4) rf (radio frequency) head uplink amplitude tests are out of specification; rf head cable found out of electrical specification.